Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth device pairing test was performed and the transmitter failed as it failed to connect and authenticate. Global transmitter final functional test was performed and the transmitter passed. There was no share log data to review. The customer complaint of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.